Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited undersensing, noisy signals and loss of capture (loc) for its right atrial (ra) lead. The patient had bradycardia and hypotensive. Technical services (ts) was consulted and discussed stored data. Ts suggested to increase device output to ensure consistent capture. This device remains in service. No adverse patient effects were reported.